Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: retrieval of stent. Onset of adverse event: during the procedure. It was reported that during a xience v stenting procedure of a calcified proximal circumflex artery, the physician had difficulty advancing across the lesion. During device removal, it became stuck within the vessel. The physician used add'l force to withdraw the device; however, the stent dislodged from the delivery system into the left main artery. The stent implant was removed from the anatomy with a snare device. There were no reported adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.